Manufacturer narrative:
Combination product: yes.

Event description:
T-wave oversensing reported on the lead during false hvr recordings. With more investigation, noise appearing on lead starting in (B)(6) 2024. Evaluation of lead recommended. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.